Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple alarms occurred that stopped insulin delivery. There was no reported impact to the customer's blood glucose level. Although multiple attempts were made by tandem technical support to complete troubleshooting; no additional information was provided on the reported event.